Event description:
Customer reported a past low blood glucose event, but the specific value was displayed as "low." Cause was not known. Customer managed the situation by consuming carbohydrates and stopping insulin deliveries for four hours, with no need for assistance from a third party, though normal assistance was available. Cts advised the customer to consult a healthcare provider to discuss possible factors affecting blood glucose levels. Customer acknowledged and understood the recommendation.